Manufacturer narrative:
The patient's age and gender were not provided. (B)(4). Approximate age of device ¿ 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) as a bridge to heart transplant. It was reported that on (B)(6) 2017, the patient¿s pump was exchanged due to thrombosis. Additional information was requested, but was not provided.

Manufacturer narrative:
Device analysis: the explanted pump was returned with the driveline cut approximately 4 inches from the pump housing. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, examination of the rotor inlet section revealed a dark red ring of tissue-like thrombus surrounding the inlet bearing ball. The entire thrombus formation appeared denatured and the thrombus showed evidence of laminated layering, indicating that it had developed around the inlet bearing ball over an undetermined period of time while the pump was operating. Evaluation of the remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. A specific cause for the development of the observed thrombus formation could not be conclusively determined. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.